Event description:
Pt was hospitalized with grade 3 febrile neutopenis. Pt is being treated with ecp (extracorporeal photopheresis). This grade 3 fibrile neutropenia was reported to therakos as a spontaneous report. Pt was treated with IV antibiotics. Pt became neutropenic in 2005.